Manufacturer narrative:
The consumer also provided lot number aa320101b, as she indicated that she had used product from two different boxes. Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated this event occurred on 4 different occasions with product from two different boxes. She plans to visit her physician to ensure there are no remaining pieces.